Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and bench handling using a known good test battery without duplicating the report. Battery connecter pins, battery well and latch were inspected and found no issues. The device was recertified and returned to the customer. Review of the device history log suggests the battery was removed from the device for the event in question based on the customer report. The battery that was used at the time of the reported event was not returned to zoll for evaluation. No trend is associated with reports of this type.